Manufacturer narrative:
(B)(4).

Event description:
(B)(6). Procedure type: lap appy. According to the reporter: physician stated that he had trouble inserting the trocar (stated it felt dull). When he pulled the endocatch bag out through the port, there was a white flexible ring that came out of the trocar. He stated he had never seen this before. After this happened, the top of the trocar was loose and leaked co2 the rest of the case. They were able to finish the case without having to open another trocar. The difficulty did not result in an unintended colostomy, formal laparotomy, re-operation. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. The patient status is ok. The post op diagnosis is ok. The surgeon did not state to me that the incident had happened before. It was written in the event report that the hospital gave to me.

Manufacturer narrative:
(B)(4). Updated with correct lot number based on new information provided by the account.

Manufacturer narrative:
The reported condition of "difficult to penetrate, felt dull" was not confirmed. However, a secondary condition of a broken stopcock was noted. This secondary condition may be due to rough handling of the device.